Event description:
It was reported that the patient had a fall in (B)(6) 2012. The patient noticed pain returned to her legs almost immediately after the fall; she had severe burning to bilateral legs. The patient was not receiving adequate pain relief. The physician experienced difficulty at refills; he was unable to inject the entire amount of drug into the pump. A dye study was done and the physician had difficulty injecting through the cap (catheter access port). The pump was interrogated pre-op and the logs were printed; there was no indication of a stall. The pump and catheter were replaced. On explant, the pump was found to be dented on the posterior side of pump. The patient status was reported as ¿alive - no injury/no adverse event¿. The patient recovered without sequela. The pump was delivering fentanyl.

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2008 (B)(6), explanted: 2013 (B)(6), product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Additional information/evaluation summary: analysis of the pump confirmed the dent that was found at explant. The pump could only be filled with 35 ml of fluid during testing. Analysis also revealed an alarm anomaly with the pump; there were cracks found on the resonator. Part of the catheter was returned. Analysis of the part revealed no significant anomalies; acceptable catheter testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.